Manufacturer narrative:
Date of event is estimated. Date of explant is unknown the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient was treated with antibiotics and the scs system was explanted on an unknown date.